Manufacturer narrative:
Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test due to missing spring pump received with stripped battery cap coin slot(p), pump received with broken battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Event description:
Information received by medtronic indicated that the cap on the insulin pump was broken. Customer stated that the insulin pump had cracked battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.